Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was examined and found no indication of damage to the battery compartment; no moisture was observed inside the compartment. The battery cap was tested and was confirmed to be within specifications. A leak test was performed and confirmed that there were no pump leaks. The returned battery cap was secured to the pump and the pump powered on appropriately. Prior to performing the load and prime function, the pump properly displayed the appropriate warning to ¿disconnect infusion set from your body. Then select continue¿. The pump was exercised for 24 hours without power issues or alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and found no evidence of moisture or other damage inside the pump. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging intermittent power on the pump. The reporter indicated that the battery compartment was cracked and moisture and corrosion were noted inside the pump battery compartment. The reporter also indicated inadvertently infusing insulin related to the power issue by performing multiple fill cannula steps; the pump history showed 0.30 units infused 3 times and the insulin sensitivity factor was 1 unit to 8 mmol/l. The reporter indicated that blood glucose levels dropped to 3.6 mmol/l with severe headache and unsteadiness. This report is made based on the allegation that the patient experienced hypoglycemia related to inadvertent infusion of insulin after a pump power issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.